Event description:
The customer reported while monitoring, device display went black and device was unresponsive. There was no adverse patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.